Event description:
Hcp reports early battery failure with no warning sound. The pt presented with signs of withdrawal including nausea, vomiting, chills, and an increase in pain. The hcp was unable to obtain telemetry. The pump was explanted and replaced in 2003. It was returned to the manufacturer for analysis. The pt is reported to have resolved the symptoms and has "improvement of pain."